Event description:
It was reported that patient complained of diaphragmatic stimulation. It was also noted that the lv lead showed elevated threshold to no capture. The lead was reprogrammed, however, further intervention is planned. Patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).